Manufacturer narrative:
FDA request to added report number to h10. Manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon; 2) cervical cup; 3) vaginal cup; 4) locking assembly 5) thumbscrew; 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report # (B)(4) on 30jul25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-201a, medium, uterine manipulator, device. It was stated that the device was being used during an unknown procedure on approximately (B)(6) 2025. The report stated, "came apart in 3 pieces (all to materials) 0955am in room 1 intraop, in patient, pieces removed from patient, verified by surgeon and senior resident as intact, with no pieces in patient, [redacted] to room." There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.